Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the wear was confirmed. The clinical/medical investigation concluded that, based on the information provided, the root cause of the reported revision was the reported ¿excessive wear¿ and subsequent oxinium/titanium articulation with resultant particulate debris; however, the root cause of the reported wear and resulting ox/ti articulation could not be definitively concluded. The assessed patient impact was the insert wear, debris accumulation, and revision procedure. Further patient impact could not be determined based on the limited information provided. No further medical assessment could be rendered at this time. Should additional clinical documentation become available in the future, the clinical/medical task may be re-evaluated. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness, abnormal loading of limb or lifetime of device. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after tka primary surgery, patient presented with excessive posteriolateral wear on his legion cruciate retaining high flexion highly cross linked polyethylene, leading to oxinium femoral component articulating on titanium baseplate. A revision surgery was performed due to this event for explantation of the poly. The outcome of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.